Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: this procedure was originally a laparoscopic but converted to open unrelated to device problem. During three incision of endoscope radical resection of esophageal carcinoma, while being applied to the stomach tissue, the fire button of the device cannot be pushed and the knife just pushed the tissue forward rather than cutting it. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single-use loading unit (sulu) was received partially applied with the interlock engaged. Damage was noted to the knife blade. There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the single-use loading unit (sulu), separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the single-use loading unit (sulu) tabs and pull up and out to remove the single-use loading unit (sulu) from the instrument. To place a new single-use loading unit (sulu) into the instrument, hold the single-use loading unit (sulu) by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after single-use loading unit (sulu) is fully loaded. Single-use loading unit (sulu) will "float" up and down in final loaded position. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.